Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 6 was failed. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that magnetic strip for the position sensor in main drawer 6 was covered in an oxidation or dried fluid film. A field service engineer (fse) cleaned the magnet strip and reinserted along its guides, checking for straight alignment front to back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.